Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This lead was intended for implant in (B)(6). During the implant procedure, intraoperative testing found invalid impedance measurements for three lead contacts. Efforts to resolve this issue through troubleshooting were unsuccessful. A new lead was used to complete the procedure. No patient complications were noted as a result of this issue.